Event description:
It was reported that the device was replaced due to early battery depletion. The battery longevity was less than expected. The device was removed and a new device was implanted. It was further reported that the left ventricular (lv) lead has high thresholds. The lv lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314trg ICD implanted: 2012-(B)(6). (B)(4).